Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burning sensation from shingles. The patient reported having shingles. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Field services assisted with adjusting the garment away from the shingles. The patient's doctor prescribed gapedetin. Follow up indicated the irritation improved. Supplemental report 10/15/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burning sensation from shingles. The patient reported having shingles. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Field services assisted with adjusting the garment away from the shingles. The patient's doctor prescribed gapedetin. Follow up indicated the irritation improved.